Event description:
Customer reported to beckman coulter, inc (bec) that the probe of the coulter ac t series analyzer leaked when running sample. Customer indicated that the leak was not contained within instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced defective valve vl8 on the white blood cell aperture which connected the high vacuum supply in vacuum chamber vc1 to the bottom port of the probe-wipe housing.

Manufacturer narrative:
(B)(4).